Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Event description:
Additional information was received. There was concern regarding this device as when the magnet was paced over the device, no stimulation spikes were noted on the electrogram despite the normal rv lead impedance measurements.

Event description:
Boston scientific received information that the patient with pacemaker displayed increased impedance measurements. The right ventricular lead impedance measurements displayed a sudden high out of range measurement. An x-ray was performed. The lead appeared bent. Subsequent measurements were normal. A revision procedure was performed. A decision was made to replace this device. The lead remains implanted and this device was removed, replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, normal telemetry operations was observed. A memory download did not reveal any resets. Analysis determined the device paced and sensed normally in both vvi and ddd pacing parameters. Forced lead impedance measurements revealed normal values. While pacing was monitored, no pacing pauses were noted. All setscrews moved freely and appropriately. A lead was inserted and retracted without difficulty. Microscopic visual inspection of the device header revealed the lead had been fully inserted. Analysis concluded that this device functioned appropriately during testing and met specification.